Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a compromised forced sensor system alarm. Customer¿s current blood glucose value was 225 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer also stated that the rewind message occurred after the alarm. Customer stated that he drive support cap was popped out. The device will return for the analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received loose drive support disk.